Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) would not mode switch as expected. Initially the mode switch parameters were decreased with no improvement, so the pacing lead was switch to unipolar, resulting in an appropriate mode switch. The ipg remains in use. No patient complications have been reported as a result of this event.